Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and there was an error alarm. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 184 mg/dl. Customer stated that the insulin pump continued to alarm after the battery was removed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image due to corrosion on all the electronic assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify weak signal alarm, button keypad unresponsive anomaly, scrolling ramping of numbers menu anomaly, time date anomaly, blank display anomaly, partial display anomaly and audio beep anomaly due to critical pump error. The insulin pump was also received with severely corroded battery tube, force sensor and moisture damage on the motor assembly. No unexpected frozen screen anomalies noted during testing. The insulin pump had detached retainer, scratched casing, minor scratches on lcd window, deep scratches on the display window cover, pillowing keypad overlay, damaged keypad overlay texture, peeling end cap address label and missing the reservoir tube o-ring.